Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and cloudy effluent. The cause was unknown. It was not reported if the patient was hospitalized for this event. The same day as event onset, the patient began treatment with meropenem (1gm and ongoing), amikacin (100mg and ongoing) and vancomycin (2gm, weekly and ongoing)at the time of this report, the patient was recovering from the peritonitis event and has recovered from fever. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.